Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 clinical (B)(6) (hcp, sdy): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (30 mg at 13.98836 mg/day), fentanyl (750 mcg at 349.70908 mcg/day), and clonidine (200 mcg at 93.25576 mcg/day) via an implantable pump for unknown indications for use. It was reported that during a pump refill, a reservoir volume discrepancy was noted: expected reservoir volume irv - 13.3 ml, actual reservoir volume arv ¿ 9 ml. No associated signs or symptoms. No further diagnostics or interventions.